Manufacturer narrative:
(B)(4). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect, cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damage to power cord strain reliefs. No significant amount of lint built up on fan or cooling ports. Visual inspection of the internal housing components found loose pieces of the plastic power supply pcb standpoint-off pins were floating around: evidence that the unit had been tampered with. Serial number was confirmed to match the technical complaint number. For functional testing, the neptune device was connected to 110 vac. The unit failed the initial power connect test. An attempt was made to remove the power supply pcb however, due to brittle nature of the power supply pcb wiring harness connector, the connector crumbled making it impossible to continue with any further investigation testing. A device history record investigation did not show issues related to complaint. The complaint cannot be confirmed. Functional testing limited due to condition of returned device. No corrective/preventative actions will be assigned. This unit will be replaced.

Event description:
Customer alleges that the device "will only turn on for a second or two, and then powers off." The alleged event took place during inspection/ functional testing, prior to use. There is no report of patient involvement. It is unclear if this was in a clinical setting.